Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: e1: initial reporter phone no., h4, h6 (update codes), h11. Correction: g4: combination product. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed an administration port leak. The reported condition was verified. The cause of the condition could not be determined; however, may likely be due to inadequate due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.